Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a colonoscopy procedure. According to the complainant, the pull wire broke somewhere inside the sheath during loop extension. As a result, the loop could not be retracted, although it remained within the sheath and did not fall into the patient. The device was removed without issue and the procedure was subsequently completed with another captiflex standard oval snare. It was confirmed that the target polyp had not yet been looped when the issue occurred. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The reported event: wire broke. The complainant indicated that the device was discarded and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.